Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06917. It was reported that the atrial lead exhibited low out of range pacing lead impedance since implant and triggered a patient notifier. During a battery change out procedure, noise was also observed on the right ventricular lead. Both leads were capped on (B)(6) 2019 and replaced. The patient was discharged after the procedure.